Event description:
It was reported that after t1 stripped off, the metal needle which was used to advance ts was not able to retreated back, leading to t2 not able to advance. T1 was removed from the patient. No patient injuries were reported.

Event description:
T1 was removed from the patient.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no suture or ts remain on the insertion device but were returned. Examination of the construct showed t1 is missing. The suture has been cut. T2 remains on the suture and shows no abnormalities. The needle is bent. Actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended.